Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that sudden pain and numbness appeared, and upon checking the screen, stimulation is sometimes found to be off. After switching it back on, pain and numbness reoccur after a while, and stimulation has turned off again. This has started happening multiple times a day since about one month ago. There were no known environmental, external, and patient factors that may have caused the event. It also occurs frequently at home, and there is no recollection of approaching an anti-theft device. It was told that the person in charge will contact them. The issue was not resolved at the time of the report. The patient outcome was listed as health damage and the patient injury details were listed as "sudden pain and numbness appear, and upon checking the screen, stimulation is sometimes found to be off. After switching it back on, pain and numbness reoccur after a while, and stimulation has turned off again. This has started happening multiple times a day since about one month ago."

Manufacturer narrative:
G2. Foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.